Manufacturer narrative:
A prepaid label was sent to the customer for the return of the product. Consumer has not returned the product.

Event description:
Consumer claims there is a hole burned through the back of the controller to her heating pad. No injuries or property damage were reported with this incident.